Event description:
It was reported that a ems was used during a laparoscopic hernia repair. It was reported by the affiliate that the instrument fired a couple of time ok and then it jammed. Two staplers are being returned with the one that was used in this case is marked "biohazard". There was no consequence to the pt.